Event description:
It was reported that shaft break occurred. The target lesion was located in the ramus. A 8mmx3.00mm nc quantum apex¿ balloon catheter was used to post dilate an unspecified stent. When the device was advanced to the stent area the balloon failed to inflate, upon removal of the balloon catheter, it was noticed that half of the balloon catheter separated from the shaft. The physician then did not post dilate the stent but implanted a veriflex stent and used a 12mm x 3.00mm nc quantum apex balloon catheter to post dilate it. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. The device was microscopically examined. The hypotube was completely separated 83cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. No damage or irregularities was noted in the hub, balloon, balloon bonds and markerbands. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ramus. A 8mmx3.00mm nc quantum apex¿ balloon catheter was used to post dilate an unspecified stent. When the device was advanced to the stent area the balloon failed to inflate, upon removal of the balloon catheter, it was noticed that half of the balloon catheter separated from the shaft. The physician then did not post dilate the stent but implanted a veriflex stent and used a 12mm x 3.00mm nc quantum apex balloon catheter to post dilate it. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
(B)(4).